Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness/pain, "red/purple" area, pus, "granuloma," "biofilm," "acne scars appear to have increased in depth," and "want to commit suicide" are physiological/psychological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Vision abnormalities have been reported following injection of juvéderm voluma®, with and without lidocaine, into the nose, glabella, periorbital area, and/or cheek, with a time to onset ranging from immediate to 1 week following injection. Reported treatments include anticoagulants, sympathomimetics, steroids, and surgery. Outcomes ranged from resolved to ongoing at the time of last contact. Events requiring medical intervention, and events where resolution information is not available, were reported after injection of juvéderm voluma® with and without lidocaine in the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section)."

Event description:
Healthcare professional reported the patient was injected with one syringe of juvéderm voluma® xc, in the v3 area bilaterally "on the side of the nose, above the nasolabial folds." The day after the injection, the patient called and complained of "tenderness" and "pain" at the injection area and v4 area. Injector recommended treating with "ice on the area" and to take some aleve. Approximately 4 months after injection, a nurse observed the patient and noted the v4 area was ¿red/purple¿ and had pus. The patient reported they developed a "granuloma" and "biofilm." These symptoms were located "right under the cheek bone in the hollow area," and not the area that the injection took place. The patient has received various treatments by a couple of different doctors, including hyaluronidase, steroid injections, topical steroids, and oral antibiotics. The affected area was also "punctured and flushed with saline." The patient has a history of acne scars, and the healthcare professional believes the patient "picks" or squeezes at their acne scars. The injector theorizes that may have been a contributing factor to what happened. However, one of the doctors the patient saw believes the cause of the adverse events was the juvéderm voluma® xc. When I asked how the patient is currently doing, the injector replied the patient's "acne scars appear to have increased in depth, but there is no loss of volume or tissue." The injector also reported the patient has indicated they want to commit suicide. The injector confirmed the patient is no longer suffering from a biofilm or granuloma. The injector also believes the patient's cheeks, lips, and nasolabial folds were "overcorrected" from the previous filler procedure the patient received by another office, and the injector declined to treat the patient in any other area besides the "side of the nose, above the nasolabial folds." The patient takes testosterone concomitantly.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported the patient was injected with one syringe of juvéderm voluma® xc, in the v3 area bilaterally "on the side of the nose, above the nasolabial folds." The day after the injection, the patient called and complained of "tenderness" and "pain" at the injection area and v4 area. Injector recommended treating with "ice on the area" and to take some aleve. Approximately 4 months after injection, a nurse observed the patient and noted the v4 area was ¿red/purple¿ and had pus. The patient reported they developed a "granuloma" and "biofilm." These symptoms were located "right under the cheek bone in the hollow area," and not the area that the injection took place. The patient has received various treatments by a couple of different doctors, including hyaluronidase, steroid injections, topical steroids, and oral antibiotics. The affected area was also "punctured and flushed with saline." The patient has a history of acne scars, and the healthcare professional believes the patient "picks" or squeezes at their acne scars. The injector theorizes that may have been a contributing factor to what happened. However, one of the doctors the patient saw believes the cause of the adverse events was the juvéderm voluma® xc. When I asked how the patient is currently doing, the injector replied the patient's "acne scars appear to have increased in depth, but there is no loss of volume or tissue." The injector also reported the patient has indicated they want to commit suicide. The injector confirmed the patient is no longer suffering from a biofilm or granuloma. The injector also believes the patient's cheeks, lips, and nasolabial folds were "overcorrected" from the previous filler procedure the patient received by another office, and the injector declined to treat the patient in any other area besides the "side of the nose, above the nasolabial folds." The patient takes testosterone concomitantly.